Manufacturer narrative:
A co service rep checked the system and found it to meet performance specifications; the cassette was the source of the error message received. Since sample was no longer available, root cause can't be determined in this investigation.

Event description:
The facility reports that they are having problems with their cassette; they are getting an error code. They changed machines, lot numbers, and no more issues occurred. They had to cancel cases yesterday and today because the cassette would not prime. One unused sample was retained and will be submitted for investigation, as they refuse to use it. Two used samples were discarded. Customer follow-up finds that the sample is no longer available. No pts were on the table at the time of the cases being cancelled. No add'l info is available. Customer states they can not remember the details, and declined to complete questionnaire.